Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings and diagnostic data, a longevity calculation was performed and found to be within longevity estimations. The device passed all tests and power consumption measurements were normal.

Event description:
Customer's mother reported customer received a reading of 120 mg/dl from their freestyle lite meter which was higher when compared to an unspecified reading from another adc meter (the serial number is unknown). Customer's mother was not able to complete the reading survey since the meter and test strips were not available during the call. Customer's mother also reported customer experienced symptoms of convulsions and loss of consciousness. Customer's mother reported customer did not take any diabetes-related medication, non-prescription medication or food/drink to counteract her event. Adc customer services made multiple attempts to follow-up with the customer for additional information but without any success. There was no report of any third party medical intervention, death or permanent impairment associated with this event.

Event description:
It was reported that the battery is depleting faster than expected. The patient will return for follow-up. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.